Event description:
Tibial implant loosening was reported. Surgery is planned to revise the tibial implants.

Manufacturer narrative:
Tibial implant loosening was reported. Surgery is planned to revise the tibial implants. Review of the device history record indicates that the device was manufactured to specification.